Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: standard insertion handle and aiming arm was used on the weekend and the gold reaming drill bit did not align through the nail before insertion. Another set was opened and all worked fine. Consultant then attended a case where the same set, complained devices, was used and the problem was seen that the gold reaming drill did not align with the recon screw holes. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The product was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The investigation was conducted and it states that the tooth at the insertion handle, which is used to connect the handle to the nail, is twisted. This deformation had the effect that the whole construct was not properly aligned with the nail anymore and did lead to the complained malfunction. The manufacturing documents of both devices were reviewed and no discrepancies regarding material or dimensions could be detected, both devices were according to the specifications. The different marks of use on top of the insertion handle indicate this device was used for several procedures before and the deformation occurred post-manufacturing during a previous procedure. The exact cause can afterwards not be defined. It is likely that a loose connection between the insertion handle and the nail caused a mechanical overload at the tooth. This would also explain the visible 45 angle at the bottom of the tooth were the deformation started.